Event description:
It was reported from an eye care professional that a patient experienced epithelial loss associated with contact lens wear. The patient presented with severe pain, burning, stinging, redness, and excessive tearing after placing a contact lens on the right eye and experiencing difficulty with removal of the lens. The eye care professional diagnosed eighty percent loss of the epithelial layer of the cornea and prescribed tobradex st for the first day every few hours, zymaxin four times a day, and lubricating drops and gels as needed. The patient was seen for follow-up on eight different occasions. The cornea re-epithelialized and it was noted that the patient was still experiencing corneal edema and blurred vision. The patient was seen for another visit on (B)(6) 2012. The cornea edema and blurred vision had resolved and the patient was released from care.

Manufacturer narrative:
(B)(4).